Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with an unknown medication (route, dose, frequency, and duration not reported) for peritonitis. Action taken with dianeal was not reported. At the time of this report, patient outcome was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date; the peritoneal effluent fluid was clear and the patient was recovered from the previously reported peritonitis event (previously, the outcome of the peritonitis was reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.